Event description:
The pt reported that her charging system gets hot while in use. The pt indicated she is not experiencing any heating at the ipg site, rather the charging system itself becomes hot to the touch. The pt was sent a replacement charging system. F/u identified the pt's issue was resolved with the use of the replacement charging system.